Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. The caller was provided with complete pump reset information by cts, and after walking through the pump reset, the error code did not display again. The caller successfully started their sensor session.